Event description:
It was reported that since implant, the patient had never been able to lay on her back because if she put pressure on her lead wires, it made her legs ¿jerk¿. It was noted that the stimulation was off and had been off for the prior 3-4 weeks. The reporter noted that in the prior 2 weeks, she had felt her whole body jerk, head, upper torso, and hands. It was noted that the patient felt it mostly when she was quiet and calm. The reporter noted that it did not matter what position she was in but it was more common if she was lying down. It was noted that it felt like the patient had a current running through her even though the therapy was off. It was also reported that there was a communication problem. Use of the antenna locate (al) feature resulted in a power on reset (por) being displayed on the implantable neurological stimulator recharger (insr), which then led to the normal recharging screen. The reporter noted that it had been ¿some time¿ since the patient last recharged the implantable neurostimulator (ins). It was noted that the patient tried to turn the therapy on with the programmer 3-4 weeks prior to the report but saw the ¿dr screen¿ and did not recall a code with the screen. At the time of the report, the patient tried the al feature and had a por screen, but then the ins started to charge. It was further reported that the patient had a shocking sensation in her back with the stimulation on/off. It was reported that a couple of months ago, as previously reported, the stimulation was bothering the patient so she shut off the stimulation. When she went to turn it back on, she received a por and charged the ins to full. It was noted that the patient only had a recharger but not programmer as she was not able to locate it. The reporter stated that with the stimulation off, she was still getting shocking.

Manufacturer narrative:
Product ID: 3998, lot# v322602, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 399930, lot# v017486, implanted: (B)(6) 2010, product type: lead. (B)(4).